Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks which resulted from oversensing. A review of the device data identified a previous episode of inappropriate shocks due to oversensing of low amplitudes. A boston scientific technical services consultant discussed programming options for this patient and further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks which resulted from oversensing. A review of the device data identified a previous episode of inappropriate shocks due to oversensing of low amplitudes. A boston scientific technical services consultant discussed programming options for this patient and further troubleshooting. No adverse patient effects were reported. It was reported that this patient presented to the emergency room after receiving four inappropriate shocks due to t-wave oversensing. A treadmill test was subsequently performed and no further issues were reported. The patient then received another inappropriate shock due to noise and it was noted that smart pass had been disabled. Review of the device data identified the presence of noise after which the signal amplitude dropped and oversensing occurred. The device is programmed to secondary vector and smart pass was re-enabled. Pocket manipulation was performed and no noise was observed. A boston scientific technical services consultant discussed the report clinical observations and recommended further troubleshooting to determine the cause of the noise. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks which resulted from oversensing. A review of the device data identified a previous episode of inappropriate shocks due to oversensing of low amplitudes. A boston scientific technical services consultant discussed programming options for this patient and further troubleshooting. No adverse patient effects were reported. It was reported that this patient presented to the emergency room after receiving four inappropriate shocks due to t-wave oversensing. A treadmill test was subsequently performed and no further issues were reported. The patient then received another inappropriate shock due to noise and it was noted that smart pass had been disabled. Review of the device data identified the presence of noise after which the signal amplitude dropped and oversensing occurred. The device is programmed to secondary vector and smart pass was re-enabled. Pocket manipulation was performed and no noise was observed. A boston scientific technical services consultant discussed the report clinical observations and recommended further troubleshooting to determine the cause of the noise. No adverse patient effects were reported. The device was later explanted for normal battery depletion, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis was not able to confirm the reported observations of noise, small amplitudes, oversensing, and inappropriate shock therapy, as the device passed all functional testing.